Event description:
On (B)(6) 2011, customer reported to beckman coulter, inc. (Bec) via the telephone that they found a leak on the reagent probe of the unicel dxc 600 synchron system (dxc 600). Customer reported that they were having issues with urine controls. Customer reported that the positive was coming out negative. Customer reported that erroneous results were generated on two different days. There was no report the erroneous results were reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the hamilton valve, wash collar and reagent probe. Bec has no information on the identity of the fluid that leaked. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications. The fse validated the system and documented in customer's quality control (qc) record.

Manufacturer narrative:
Evaluation - results: wash collar. Evaluation - conclusions: customer reported via the telephone that the dxc 600 generated erroneous data. Customer provided data that were generated on two different days, (B)(6) 2011 and (B)(6), 2011. Bec analysis of the data indicates that none of the results were significantly different. The difference in the original result and the rerun result for the various chemistries tested is within the precision of the individual assay. This report is one of two reports related to two events that occurred on two different days. This report is related to MDR #2050012-2011-08340.